Manufacturer narrative:
Following the submission of the initial MDR, it was noted that the customer was not certain of the batch number provided but only reported it as a "possible" batch. Batch number updated to unknown in section b.

Event description:
No additional information.

Manufacturer narrative:
No samples or photos received for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. It is important to follow the instruction for use, instructions states as follows in the procedure section step#: 3: to avoid damage to the catheter, do not withdraw the catheter through the needle once the catheter has passed beyond the epidural needle tip. Also, in the caution section indicates: do not withdraw catheter through needle.

Event description:
No additional information.

Event description:
Received the information that the epidural catheter got cut during insertion leading to a part of catheter inside the patient leads which on imagined in MRI/CT/usg all three modalities could not be found. They informed that probably fell down on the floor.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.